Manufacturer narrative:
Investigation summary: it was reported the syringe outlet has black foreign body. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no tip cap and the luer tip with a black speck that appears to be embedded degraded resin. No other defect or imperfection was observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample, a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syringe 10ml saline fill had foreign material. The following information was provided by the initial reporter, translated from (B)(6): " found the prefilled catheter syringe injector outlet has black foreign body".